Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, the patient alleged symptoms for bilateral iliac stenosis and occlusion. CT scan demonstrated the filter allegedly migrated caudally to the iliac bifurcation. It was further reported that imaging demonstrated the filter was tilted with the apex embedded in the left lateral wall of the ivc and some filter limbs perforating the right iliac vein. The CT scan allegedly demonstrated left iliac occlusion and a stenotic right iliac. Reportedly, the physician stated that he was evaluating required treatment of the filter¿s current position. The patient was reported as stable.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migration, tilt, and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: migration of the filter. This may be caused by placement in oversized venae cava greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Perforation of the vena cava wall by the legs of the filter.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, the patient alleged symptoms for bilateral iliac stenosis and occlusion. CT scan demonstrated the filter allegedly migrated caudally to the iliac bifurcation. It was further reported that imaging demonstrated the filter was tilted with the apex embedded in the left lateral wall of the ivc and some filter limbs perforating the right iliac vein. The CT scan allegedly demonstrated left iliac occlusion and a stenotic right iliac. Reportedly, the physician stated that he was evaluating required treatment of the filter¿s current position. The patient was reported as stable.